Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose of 474 mg/dl. The customer¿s blood glucose level was 242 mg/dl, 313 mg/dl and 284 mg/dl. The customer was treated with manual injection. Troubleshooting was performed and it was found that insulin pump received a no delivery alarm. The customer declined to perform the high pressure test. The insulin pump will not be returned for analysis.